Manufacturer narrative:
Investigation: production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the x-ray demonstrates that the system reached its maximal elongation, which is the weakest point of the rod. The model implanted in the patient is 125 which elongates by 50 mm. Further investigation will be performed once we get the implant. Corrective action: the company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. As part of apifix commitment to continuous improvement, CAPA #(B)(4) was initiated to further investigate to prevent and minimize the rate of implant breakage rate. Risk assessment: the risk of the broken rod has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.8).

Event description:
The doctor reported that a follow-up x-ray demonstrates implant breakage.